Event description:
According to the reporter, during open hepatectomy, when stapling vessel, green button was pressed and handle was squeezed but device did not fire. A new stapler and staple were used to continue the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.